Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that impedance warnings were noted on the right ventricular (rv) lead for rv coil impedance and pacing impedance. A few weeks later, there was an alert for high svc coil impedance. The lead remains in use and the patient will continue to be monitored. No patient complications have been reported as a result of this event.